Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v109244, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient had unrelated surgeries in (B)(6) 2015 and on (B)(6) 2015 and they did not turn stimulation off. The patient was not aware they were supposed to turn stimulation off. The patient saw a power on reset (por) on the patient programmer in (B)(6) 2015. The patient would have an appointment with their primary care physician (pcp) on (B)(6) 2015 and would have them contact the manufacturer to have a manufacturer representative paged to see what arrangements could be made to check the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.